Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was placed in an anterio-septal commiural position. A second triclip xtw was then placed in an anterio septal central position. The tr was reduced to grade 2. An attempt was made to deploy third triclip at central posterior-septal position. The clip got entangled in the ventricle in chordae tendinea. The clip was freed and retracted back to atrium. The tr increased to grade 4 and a ruptured chordae was observed. Multiple attempts were made to deploy clip in different position to achieve reduction in tr but was unsuccessful. The clip was removed from the anatomy and procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was placed in an anterio-septal commiural position. A second triclip xtw was then placed in an anterio septal central position. The tr was reduced to grade 2. An attempt was made to deploy third triclip at central posterior-septal position. The clip got entangled in the ventricle in chordae tendinea. The clip was freed and retracted back to atrium. The tr increased to grade 4 and a ruptured chordae was observed. Multiple attempts were made to deploy clip in different position to achieve reduction in tr but was unsuccessful. The clip was removed from the anatomy and procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (clip entangled in chordae during positioning). The reported tissue injury and tricuspid regurgitation are cascading events of the difficult removal from anatomy. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.